Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they got an infection. Patient said they had healed up but when they leaned against they felt horrible pain. Patient went to the hcp and was put on oral antibiotics. Patient said when they push on the area it is sore. Patient goes back to hcp on (B)(6) 2021. Agent did not ask about the circumstances that led to the reported issue.